Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack and condensation inside the screen of the insulin pump. Customer stated that the pump rejected new batteries and has had frequent battery changes (2-3 weeks). Customer also stated that the act and esc buttons stick. Customer mentioned having unexplained no delivery alerts. Customer declined a transfer to the helpline. No further details given.